Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected alarm. Customer explained that the internal power source is unable to charge. Customer had damage to his pump that he found during troubleshooting for power error. Customer's blood glucose value was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error 25 due to connector resistance issue. The device passed displacement test, sleep current measurement, active current measurement and selftest. The device received with cracked case next to belt clip rail corner.